Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited pacing inhibition on the left ventricular (lv) lead. The involved lead is a non boston scientific product. Boston scientific technical services (ts) was consulted and advised further testing. No adverse patient effects were reported. At this time, this device system remains in service.